Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact customer's blood glucose level. The alarm occurred due to exposure to magsafe magnets, and the caller was informed about this cause by cts. The caller was instructed to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy without further issues. The issue was thus resolved.